Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0709 was for the door open error. A150204 was for the door being unable to completely close. H3, h6: the system was serviced in the field and the rotor was not properly aligned. Manually moved rotor with wrench, until alignment pin could be inserted. The door would then close, and system could be docked. Moved rotor with pendant, then opened and closed the door, ensuring rotor moved to correct position each time. The system was fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this imaging system's door couldn't completely close and presented a door open error. No further troubleshooting could be completed at the time of the call as the reporter was not with the system. There was no patient involvement.

Manufacturer narrative:
Product added to d10. Concomitant product ID: bi71000192, lot number: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.